Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implanting the left deep brain stimulation (dbs) lead, the patient had some drooping of the face, weakness in right side/arm and some slurred speech. It was unknown if this was related to edema, bleeding, stroke, or seizure. Factor 7 was given in the operating room in case there was a hemorrhage. A post-op CT scan showed no signs of bleeding or stoke. The patient was taken to the ICU for monitoring. The issue was not resolved.